Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 02/03/2014 with the following findings: a battery compartment crack from the threads to the case seal and damage to the battery cap threads were observed. The pump was observed to intermittently power on with an audible tone and vibration. Unrelated to the initial complaint, the display was observed to be dim and discolored. Evidence of moisture contamination in the battery compartment and underside of the battery cap was observed. The battery cap was unable to tighten due to the damaged cap threads and the battery compartment crack. A test cap was used and was unable to fully tighten. A power loss with the test cap was observed. The audio bolus button" cover was observed to be torn in the center. Further testing was prohibited due to the intermittent power condition. A leak test revealed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture contamination or loose components inside pump observed. Further investigation revealed an internal clock battery malfunction. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had been intermittently losing power and that there was a crack in the battery compartment near the battery cap. The reporter stated that the battery cap was not secure to the pump, was being held in place with tape and still being used, the yellow o-ring was visible, and that the most recent power loss happened yesterday. The reporter denied damage to the battery cap and moisture or corrosion to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.